Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges. Additionally, it was reported that the pump fill estimate was inaccurate. Blood glucose was 120 mg/dl. Reportedly, customer contacted a healthcare provider (hcp) and hcp advised customer that no alternate insulin therapy was needed.

Manufacturer narrative:
The failure investigation has been performed and the alleged issue (alarm 1) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. The alleged malfunction (fill estimate) could not be verified.